Event description:
It was reported that the programmer would not initiate device interrogations. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not initiate device interrogations but noted that it was intermittent, and that it occurred both with the returned programmer head and a known good programmer head. It was noted that the solder joints of the radiofrequency head connector on the link electronic module (lem) board were cracked and the board was replaced and calibrated. Analysis also found that the system fan was noisy and it was replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).